Event description:
An account called in and stated that the brakes would not hold on this bed.

Manufacturer narrative:
Upon complaint review, it was determined that the brakes not holding/working could lead to unintentional movement of the bed, which has the potential to cause serious injury. The technician replaced the bearings in the brake block in order to resolve the problem.